Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false upstream occlusion alerts" was not reproduced. Evaluation sent device for flow testing at different rates and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.